Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vivigen: it was reported that an adverse event of increased (pre-existing) low back pain, post-operatively (date of onset: (B)(6) 2018). Study subject 16-010.